Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatectomy distal surgical procedure, the large hem-o-lok clip applier instrument gripping force was allegedly weak. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was inspected prior to use, and the user noted that the movement after attaching the clip was "bad" prior to it being inserted into the patient. The user observed the instrument jaw close automatically after installation. The instrument had been in use twice prior to the event occurring. There was no unexpected motion that occurred while attempting to clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The large hem-o-lok- clip applier passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the clips opened and closed properly. The instrument passed the clip test. The large hem-o-lok clip applier was full functional and there were no problems detected.

Event description:
Refer to h10/h11 for follow-up information.